Event description:
The product was used during a low anterior resection procedure. Reportedly, the instrument did not cut. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.